Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2011. The patient pendant was received on (B)(4) 2011. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical department with an unsigned note that stated, "pain button doesn't accept patient push-delivers no medication." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device. Though requested, no additional information was provided.